Event description:
Aortic & mitral valve replacement 1982 for rheumatic valvular heart disease. Now presenting with periodic nocturnal shortness of breath with associated palpitations. Mitral valve-difficulty with disk opening & closing from poss. Pannus overgrowth. Two decho showed well seated & functioning aortic valve prosthesis. Both removed. Cause appears to be tissue overgrowth. Pt. Aware of possibility of front fracture & disk embolization with valves.